Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 331 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor. The customer mentioned that they were hospitalized back in march for diabetic ketoacidosis. No further information was provided about the hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor failed per specification due to high readings.